Event description:
An olympus employee reported on behalf of a customer during a laparoscopic colectomy, the tissue pad of a sonicbeat came off. There was no report of dropouts. Also, less than 1 hour after starting the procedure, the tissue pad melted, the meal part became hot, and then hit and burned tissue. The tissue that was burned was fat around the intestinal tract. The procedure was completed using a replacement device. There was no report of additional treatment for the burn, no surgical extension, no additional anesthesia, or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn and partially peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the peeling of the tissue pad likely occurred because the tissue pad was worn and partly peeled off because the ultrasonic wave was activated when the grasping part was closed without grasping the tissue. It is believed that the burn was caused by the device directly touching the patient. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.¿ ¿the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.¿ ¿whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿ temperature of the shaft, grasping section, and probe tip during activation¿ for details of the temperature.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to d8 and h4 olympus will continue to monitor field performance for this device.